Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear response button was intermittently non-functional. The cause for the intermittently defective rear response button was a cracked conductor on the flex tail. The root cause for the cracked conductor on the flex tail could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons on the monitor were not working properly.